Event description:
On 30-sep-2025, it was reported that a beta bionics ilet user dropped the device while playing basketball, resulting in a cracked and unresponsive screen. The user experienced a hyperglycemic episode with a blood glucose value of 400 mg/dl and reverted to backup insulin therapy. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.